Manufacturer narrative:
H3. Analysis of the recharger (serial #:(B)(6)) revealed "high reading na, low reading na. No anomalies were visually observed. No device found message. Scrapped due to failing bench test medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated for the last couple days he has been having a hard time getting the recharger to recharge. Patient said it kept saying it is not finding it and finally finds it. Patient also said the day before yesterday it said the controller was not charged even though it was fully charged. Patient then said today it took forever before it started finding the device at all and then all of a sudden it got real hot after sitting on it for a couple minutes. Pt states the paddle, box and the controller all got hot. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the device. Agent sent updated address to patient registration.

Manufacturer narrative:
Due to patient having multiple implant, it was unsure which implant the patient was using along with the recharger brand name: intellis adaptivestim pain, product ID: 97715, s/n: (B)(6)); implant date: (B)(6) 2021. Brand name: intellis adaptivestim pain, product ID: 97715, s/n: (B)(6); implant date: (B)(6) 2020. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See h section for fdc corrections made. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
See corrections made to h9. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.